Manufacturer narrative:
Evaluation summary: the device was received for evaluation. The component spider capture wire was returned. The dual ended catheter was not returned. The capture wire exhibited a kink fracture proximal to the filter and distal floppy tip. The filter and distal floppy tip were not returned. An image was also received. This shows a snare attempting to capture the spiderfx filter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a spider fx device with a 7fr sheath and 0.014 guidewire during treatment of a plaque lesion in the patients left proximal superficial femoral artery. Moderate tortuosity and calcification were reported. It was reported that the spider wouldn¿t come out of the sheath so excessive force was used during attempted retrieval but this caused the spider filter to detach from the wire. The filter was jailed in a stent inside the artery.